Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v007781, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the circumstances led to the lead revision was a change to device programming. The patient's physician told them not shortly after their original implant, the new leads became available that were able to enhance their programming.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID neu_unknown_ext, serial # unknown, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot # v007781, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that there was an extension issue. During an ins replacement for normal battery depletion on (B)(6) 2016, the customer found two extension tails despite having expected only one per the patients device registration information. The rep wanted to know if the manufacturers technical services saw anything different with the patients registration but they confirmed also only seeing one registered extension and no history of revisions. It was noted that either there was a revision and the replacement product wasnt registered, or different product was used at the time of implant but it wasnt properly documented. The rep stated that the healthcare professional wouldnt do x-ray to determine if any other product was visible. Additional information received from the patient via a the rep indicated that they had a lead revision about a year after the original implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.